Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported event. Additionally there was evidence to reasonably support the following observations; placement of a suprarenal, infrarenal and bare metal cuff, also a misalignment of cuff and main body, stenosis of the lumen prior to the bifurcated stent, endoleak type iiia with component separation of main body and cuff, right lower extremity completely pale without sensation, unable to move foot, closure device occluding right leg, and a right endarterectomy/thrombectomy. The clinical evaluation additionally found the following potential contributing factors; off label use due to patient anatomy, calcification at the bifurcation, complete component separation, and improper use of the wound closure device which lead to the limb occlusion. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and an infrarenal aortic extension. Patient came in emergently indicating his abdomen had visible pulsation. A computed tomography (CT) scan showed the patient had aneurysm sac growth and a type 3b endoleak. On (B)(6) 2017 the patient was relined with an additional bifurcated stent, an additional infrarenal aortic extension and a suprarenal aortic extension. The patient is reported to be doing well post procedure. During the clinical evaluation of the reported event a type 3b endoleak of the main body and the proximal extension. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
(B)(4).